Event description:
Reporter indicated that intraoperative device diagnostic testing resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The high lead impedance test result was obtained during generator replacement surgery for end of service, when the new generator was connected to the original lead. Device diagnostic testing of the new generator apart from the lead was within normal limits, indicating proper device function. The new generator was then reconnected to the lead and retested, but again yielded high lead impedance test result. Generator/lead connection was confirmed to be good. It was reported that the generator replacement surgery was completed with the new generator connected to the original lead. Stimulation has not yet been initiated. Review of x-rays by physician did not reveal any obvious discontinuities in the ncp system. The pt is reportedly of "normal size", though exact weight is not known. Lead break is suspected.